Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced fungal peritonitis. The cause of the event was unknown. The patient was not hospitalized for the event. Treatment details were not reported. On an unknown date, dianeal therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient was recovering. No additional information is available.